Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) provided an inappropriate shock due double counting and t wave oversensing. The patient was running at the time of the shock. The patient was also noted to have had a septal myectomy in (B)(6) 2024, resulting in left bundle branch block. Technical services (ts) was contacted for troubleshooting, and it was noted that there is no new template since the left bundle branch block began in september. Ts provided troubleshooting and advised a new template should be obtained. No adverse patient effects were reported

Manufacturer narrative:
Additional information was received and added to b5. This patient was hospitalized as a result of the inappropriate shock. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) provided an inappropriate shock due double counting and t wave oversensing. The patient was running at the time of the shock. The patient was also noted to have had a septal myectomy in (B)(6) 2024, resulting in left bundle branch block. Technical services (ts) was contacted for troubleshooting, and it was noted that there is no new template since the left bundle branch block began in (B)(6). Ts provided troubleshooting and advised a new template should be obtained. No adverse patient effects were reported additional information was received. This patient was initially hospitalized as a result of the inappropriate shock. Exercise testing was later performed. No additional adverse patient effects were reported.